Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that since received new ins patient is having problems leaking during the day, which they didn't have before. Patient said that they just adjusted the setting from 3.1 to 4.0. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information and general programming guidance. Also reviewed how setting will affect longevity of ins battery as patient said that with previous ins had high settings. Patient to monitor symptoms. Patient has follow up appointment next week and will ask if hcp office has previous setting in their medical records. Additional information received from the patient on (B)(6) 2021. The patient called back stating that normally they get about 90% therapeutic effect during the day but wake up wet at night. Today, after traveling on an airplane the patient noticed an increase to urinary incontinence. Reviewed option to increase amplitude as long as it is comfortable. Patient indicated they will do so and also have a follow up with managing physician on (B)(6) as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they increased the number and that didn't work even though they were on 4.2. They started using depends, the issue had not yet been resolved.